Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results for one patient. All testing was performed on the same analyzer. The patient's initial sodium result was 165 mmol/l accompanied by a data flag and was reported to the emergency room. The first repeat result was 133 mmol/l accompanied by a data flag. The second repeat result was 133 mmol/l accompanied by a data flag. The patient's initial potassium result was 7.13 mmol/l accompanied by a data flag and was reported to the emergency room. The first repeat result was 5.76 mmol/l accompanied by a data flag. The second repeat result was 5.72 mmol/l accompanied by a data flag. The patient's initial chloride result was 122.1 mmol/l accompanied by a data flag and was reported to the emergency room. The repeat result was 95.1 mmol/l accompanied by a data flag. The customer considered the repeat results to be correct and they were issued as a corrected report. The patient was being placed aboard a helicopter for transport at the time of the event, but was removed from the helicopter to infuse calcium chloride solution based on the high potassium result. Once the repeat result was reported, the infusion was stopped, but by that time 400 mg of calcium chloride had been administered. The patient has since died. The customer stated the patient did not pass away due to the treatment, but rather from his defibrillator going bad. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative found a damaged ise sipper nozzle. He replaced the sipper nozzle, pinch tubing, and sipper tubing. He straightened the ise probe, replaced worn rinse tubing on the rinse mechanism, and replaced seals. He performed an ise check and everything passed. He performed a precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.